Event description:
It was reported that the burs broke during a surgical procedure. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was not returned for evaluation. It was not possible to determine the definitive root cause for the alleged breakage; but details provided indicate that it may have been user related.